Event description:
Boston scientific received information that this left ventricular lead exhibited loss of capture at maximum output. An x-ray revealed that this lead had dislodged. A lead revision procedure was done. During the procedure, a new lead was attempted, but could not be successfully placed. Finally, another new lead was successfully implanted. At a follow-up appointment, the lead was found to be stable, with good measurements. No further adverse patient effects were reported following the procedure. The explanted lead will not be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.